Event description:
Healthcare professional reported, rupture. Later reported, capsular contracture, baker grade ii. This is for the left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture, later reported capsular contracture baker grade ii. This is for the left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Correction to awareness date for initial medwatch the correct aware date is 08-feb-2023. Device photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture, later reported capsular contracture baker grade ii. This is for the left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, later reported capsular contracture baker grade ii. This is for the left side. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "new case of ruptured prostheses".

Event description:
Healthcare professional reported "new case of rupture of prosthesis". Side is unknown. Device location is unknown.